Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had hangnails at the tip. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no material was detached or missing from the portion of the device that enters the patient's body. No fragments fall into the patient. No photos or videos available.